Event description:
Employee was changing rapicide in the processor used to high level disinfected gastroscopes, had been told by manufacturer that the lines in the processor had to be primed when changing fluid, that it was a problem with the pump that they were aware of and their engineers were working on it. The employee had to disconnect the lines, flush rapicide in the lines and reconnect. When she was flushing the tubing, it splashed out on her face. She had ppe in place, the fluid splashed up under her mask. She had 1 and 2 degree burns on her face. Employee was using rapicide as high level disinfectant at the time of the incident.